Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: 2007 (B)(6); product type catheter product ID 8598a, serial# (B)(4), implanted: 2015 (B)(6); product type catheter. (B)(4).

Event description:
Information was received from a consumer via a company representative regarding a patient receiving medication via an implantable pump. The indication for use was non-malignant pain and other chronic/intractable pain (trunk/limbs). On (B)(6) 2015, it was reported that there was a pump volume discrepancy. The actual residual pump volume was 40 mls; the expected residual volume was not reported. It was unknown if this was the first refill following a catheter revision in (B)(6) 2015 (see manufacturer's report # 3004209178-2015-09759). No patient symptoms were reported. On 28-sep-2015 additional information was received and it was reported that the patient's catheter revision was postponed because the patient had the flu. His revision surgery would be done sometime in november. The outcome of the event was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Additional information received from the manufacturer representative indicated the pump and catheter replacement was posted until (B)(6)-2015 due to illness. The catheter appeared to not be patent, as the healthcare provider (hcp) was unable to flush the pump segment of the existing catheter with saline. The managing hcp was unable to check the catheter when it was attempted to access the catheter access port (cap); no flow of cerebrospinal fluid (csf)/drug through the catheter. The hcp decided to replace the pump because it was approximately 5 years old (so the patient would not have to return in 1-1.5 years for a scheduled pump replacement).